Event description:
The following complaint was reported: adhesive boarder caused skin irritation.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Product usage was stopped due to skin irritation. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.